Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection revealed that the air and the o2 gas modules were defective and needs to be replaced. No logs have been received and we have therefore not been able to verify the reported issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. According to the received information, the cause of the issue has been determined and was related to the defective gas modules.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating high air and o2 supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).